Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had power failure due to full height drawer 5 had faulty controller board. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care since the required medications were delivered form pharmacy. A field service engineer replaced faulty controller board, reconnected station hard drive and rebooted station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the station had no power to it. There were no adverse events or injuries reported based on this event.